Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a 26mm sapien 3 ultra valve was deployed but during deployment pacer capture was lost. The valve popped aortic. As the implanter attempted to pull the valve into the descending aorta, wire access was lost. As the implanter attempted to re-cross, they crossed through the struts. They went in with a buddy wire to cross the valve when the valve flipped. The valve was quickly dragged into the descending aorta, and a second 26mm sapien 3 ultra valve was placed in the correct position to restore flow. The patient was intubated, and the team re-grouped. A third 26mm sapien 3 ultra valve was placed successfully. The patient was transferred to the ICU.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation as it remained implanted. The complaint for valve embolization into aorta was unable to be confirmed as no relevant image ry provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "a 26mm s3 ultra valve was deployed but during deployment pacer capture was lost. The valve popped aortic. As the implanter attempted to pull the valve into the descending aorta, wire access was lost. As the implanter attempted to re-cross, they crossed through the struts. They went in with a buddy wire to cross the valve when the valve flipped. The valve was quickly dragged into the descending aorta, and a second 26mm s3 ultra valve was placed in the correct position to restore flow". Per training manual, "loss of capture during rapid pacing can cause sudden movement during deployment" leading to valve embolization to the aorta. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.